Event description:
Anaphylactic reaction [anaphylactic reaction]. Case description: this is an spontaneous report by a contactable pharmacist via a pfizer sales representative. A pt, gender, age, ethnicity not provided started to receive absorbable gelatin/thrombin (gelfoam plus kit) unknown dose unknown frequency to limit bleeding during spinal surgery on (B)(6) 2013. Relevant medical history and concomitant medications were unknown. On (B)(6) 2013, physician used absorbable gelatin/thrombin by mixing together for the pt. On (B)(6) 2013, while on absorbable gelatin/thrombin, the pt had an anaphylactic reaction. Relevant lab data was unknown. Therapeutic measures were not provided. At the time of the report it was unknown if the pt was using absorbable gelatin/thrombin. The clinical outcome of above mentioned events was also unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Case comment: based on the limited information provided in this report, a possible contributory role of absorbable gelatin/thrombin (gelfoam plus kit) to the event, anaphylactic reaction cannot be completely excluded due to temporal association. This case will be reassessed when additional information becomes available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.